Event description:
It was reported that this right ventricular (rv) lead exhibited high our of range pacing impedances. The most recent measurement was greater than 2500 ohms. In addition, the lead had elevated threshold measurements. This rv lead was subsequently abandoned surgically. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.